Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control observed that two of the battery pins were loose. Physio-control replaced the battery pins. Proper device operation was confirmed through functional and performance testing. Following repair, the device was repaired to the customer.

Event description:
It was reported to physio-control that the customer used their device to administer a defibrillation shock to a patient. After the shock was administered, the device powered off. It powered back on, but the display was distorted. The device kept powering off after that. From the received electronic patient records physio-control observed that the device powered off and back on 6 times. There was no adverse patient outcome reported.